Manufacturer narrative:
Bomimed requested to have the handle returned for further investigation. Qa dept to conduct further testing.

Event description:
Failed during an intubation attempt. The crew states that it was like a strobe light. When the blade is locked into place, the light does not activate, or it activated during an intermittently. Multiple blades were attempted, and the attachment of the blade was not the issue (according to user). The batteries were fully charged, and the equipment was being used appropriately. King lt was placed while troubleshooting equipment. Crew was unable to fix failed laryngoscope handle. Intubation attempt was abandoned due to faulty equipment. This did not impact the patient outcome.

Manufacturer narrative:
Bomimed requested to have the handle returned for further investigation. Qa dept to conduct further testing.

Event description:
Failed during an intubation attempt. The crew states that it was like a strobe light. When the blade is locked into place, the light does not activate, or it activated during an intermittently. Multiple blades were attempted, and the attachment of the blade was not the issue (according to user). The batteries were fully charged, and the equipment was being used appropriately. King lt was placed while troubleshooting equipment. Crew was unable to fix failed laryngoscope handle. Intubation attempt was abandoned due to faulty equipment. This did not impact the patient outcome.